Manufacturer narrative:
Customer maintains possession of the product since there was no product failure or damage reported. Conclusions: customer admitted to not applying the connecting strap properly when restraining patient and this allowed patient to free himself. Note: this report is made based solely on the customer's report. (B)(4).

Event description:
Customer reported while the restraint was in use, the patient was able to free himself from the connecting strap. Customer does not know what restraint was in use with the connecting strap at the time. The customer stated that there was no issue with the product and the belt did not fail. The patient was able to free himself due to improper application of the belt. No patient/personnel injury reported.